Event description:
Problems during application of the bone cement, the cement has been removed and repeated with an additional unit. The problem has happened 2 times on the same day, the implantation has been finished with 15 minutes delay.